Event description:
It was reported that during a total laparoscopic hysterectomy (tlh) procedure, there was an error tone from the generator told physician to reposition device on tissue on two consecutive occasions. He pulled the device out of the patient to find the jaw hinge appeared to be bent. There were no patient consequences. Case completed with another device of the same product code. One device will be returned.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Additional information: the instrument was returned with the jaw damaged. The device was connected to the generator but due to the condition of device not all functional testing could be performed. There is insufficient evidence related to what caused the damage; a probable cause of the damage to the jaws and I-blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.